Event description:
Complainant alleged that while attempting to monitor a female pt who was coding, the clinicians placed the pediatric pads on the pt and the device displayed a "check pads" message. The clinicians checked the pad adhesion to the pt and the connection to the device and everything checked out ok. Complainant indicated that the pt subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for eval.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.